Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient fell, resulting in temporary loss of consciousness and broken ribs. The patient was hospitalized and will be having surgery in the future. Nevro attempted to obtain additional information regarding the cause of the fall, but none was available. There have been no reports of further complications regarding this event.